Manufacturer narrative:
The referenced unit was returned (to obl) for evaluation. The reported error was confirmed as the unit presented the following error message: "e433 - the generator is restarted automatically. If the error persists, contact olympus." This error was caused due to damage to the generator board. The repair is pending. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (obl) was informed by the user facility that the high frequency electro-surgical generator unit presented an e433 error at the end of transurethral resection procedure. No patient injury was reported.

Event description:
The technical responsible pharmacist at the user facility further reported that the error occurred at the end of the therapeutic transurethral resection of the prostate procedure. The intended procedure was not completed, however, the physician chose not to wait for another generator to be moved to complete the procedure. There was no harm to the patient or adverse outcome to the procedure. The complete resectoscope and a resection electrode were used. The generator was inspected/tested prior to use and error e433 was not observed.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the technical pharmacist at the user facility.